Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Clinical der states patient was revised to address poly wear. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to being revised the patient was beginning to experience some discomfort, swelling and pain. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2015. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient has some osteolysis in the medial aspect of his knee. Also noted, the patient had significant wear of the poly insert. The insert was found to be loose in the tray. At this time the patient's patella component is being added to the complaint and reported. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.